Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultra-filtration (uf) volume of 913ml during drain cycle three during therapy initiated on (B)(6) 2012 21:46:19, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. An iipv was not confirmed in the device's event log. Review of the event log revealed cycle three drain was completed on (B)(6) 2012 at 03:46 and the user's actual drain volume during cycle three was 2399ml. The actual drain volume of 2399ml is 159.9% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:46:19. During night drain cycle three, the patient's ultrafiltration reading was 913ml, indicating the home patient (hp) drained 913ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.